Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after an unspecified procedure. Reportedly, the sheath had been put in the right femoral artery for deploying the starclose se device. When the inner dilator and guide wire were being pulled out to connect the starclose se clip applier to the exchange sheath, the top of the sheath came off. Everything had to be removed quickly and manual compression was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Renal failure, myocardial infarction, and ventricular tachycardia are listed as known adverse events of coronary stenting in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via clinical trial that the target lesion was located in the proximal left circumflex artery with 80% stenosis. Predilatation was performed prior to placement of the promus study stent. An unsuccessful attempt was made to place a second study stent due to inadequate lesion coverage. The area was therefore treated with the placement of a non-study promus 2.5 x 8 stent. Lesion stenosis after stenting was 0%. Patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2009, 225 days post index procedure, the patient had stage IV metastatic melanoma. Subject was hospitalized and treated with chemotherapy and radiation. On (B)(6) 2010, 329 days post index procedure, the patient had supraventricular tachycardia. Subject was hospitalized for further treatment. Cardiac enzyme elevation was consistent with the protocol definition of an myocardial infarction (mi). On (B)(6) 2010, the patient had bilateral pneumonia, acute renal failure and gastrointestinal bleeding. Also, due to an altered metal state, respiratory distress and svt the patient was admitted into the ER and treated with medication. A chest x-ray revealed an infiltrated right middle lobe, therefore antibiotics and a breathing aid was administered. Patient required intubation due to respiratory complications and bronchoscopy did not clear the obstruction due to inflammation. Despite antibiotics and life support the subject's condition did not improve and the subject expired on (B)(6) 2010 due to severe (B)(6), bilateral pneumonia and metastatic melanoma. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.